Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. Customer plugged the tandem usb cord, into a pc usb port, which charged the pump successfully. The customer¿s blood glucose level was 110 mg/dl.